Manufacturer narrative:
Concomitant: product ID neu_ptm_prog, product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that impedances intra operative and post-operative were anywhere from 3,000-5,000 on electrodes 0-3 and 3,000-7,500 on electrodes 4-7 together were greater than 10,000. Post-operative the patient was not able to get the patient to feel stimulation. The patient left the hospital with a program on each lead and instructed to try turning stimulation over the next few days. The patient left the hospital with a program on each lead and instructed to try turning stimulation on over the next couple of days. The manufacturing representative spoke with the patient on the next day and he still did not feel stimulation. The patient had a follow up appoint on the friday after report. The patient did not feel the stimulation nor did he feel any other pain or discomfort. Later it was reported that all 4-7 electrodes still provided no paresthesia and impedances for those contacts were in the 7,000- 8,000 ohm range. Contacts 0-3 were in the 1 ,000, 2,000, and 3,000 ohm range and the patient was able to get stimulation on the left side with those contacts. The patient had more pain on the right side. The patient and healthcare professional (hcp) made the decision to replace the leads, extensions, and adaptor in the near future.

Event description:
Additional information received reported that the health care professional and the patient decided to do another procedure before re placing the stimulator. A date for replacement had not been scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
D3: additional information received noted the manufacturing site was updated to # 3004209178. Concomitant medical products: product ID 3487a-45, lot# j0427682v, implanted: (B)(6) 2004, product type: lead. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# j0427682v, implanted: (B)(6) 2004, product type: lead.

Event description:
Additional information received reported that the health care professional removed the old leads and placed a paddle lead. It was no ted that the implantable pulse generator was not replaced as it was implanted in the prior year. The reporter stated that the patient had good stimulation.